Event description:
The customer reported that the system would intermittently not perform fluoroscopy and this happened outside of a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller printed circuit board and the image processor printed circuit board were reseated. The cables were also reseated. The system was tested and found to be working as intended and put back into service.